Event description:
The manufacturer received information alleging a low oxygen flow occurred on a trilogy 202 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. A supplemental report will be submitted as due.